Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15995. The pt underwent a procedure to receive permanent scs system. It was reported a cerebrospinal fluid (csf) leak occurred during the procedure. The physician performed a blood patch and completed the procedure. The pt complained of a headache postoperatively. F/u info indicated the pt's headache has resolved and the pt reported effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.